Event description:
During an unspecified procedure, the suture broke.

Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The reported condition was confirmed however, the cause for this condition could not be reliably determined.